Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 505 mg/dl and diabetic ketoacidosis. Cause was not known. Customer "suspects it may have been caused by an illness" that they were experiencing. Customer administered a manual injection to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin resolving the issue with no permanent damage. Tandem technical support (tts) did a full pump system check and confirmed that pump was functioning as intended. Multiple attempts were made by tts to obtain discharge date; however, customer did not reply.